Event description:
The customer reported that after a few sealing cycles during a gynecological procedure, the device jaws would not open. The device was cut out of the tissue. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.